Manufacturer narrative:
The device not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the remaining longevity dropped from 54% to 16% remaining since (B)(6) 2021. At this time, the revision procedure has not been scheduled or performed. Should additional information become available, an updated report will be provided. No adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the remaining longevity dropped from 54 to 16 percent of remaining since january 2021. At this time, the revision procedure has not been scheduled or performed. Should additional information become available, an updated report will be provided. No adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Subsequent information confirmed the device has since been explanted and replaced in absence of any adverse patient effects. The explanted device is expected to be returned for laboratory analysis.